Event description:
As reported, a 23mm sapien 3 valve was appropriate based on the annular measurements, however, a 20mm sapien 3 valve was selected due to high risk of annular rupture. During the transfemoral tavr procedure, coronary stenosis, ascending aortic dissection and annular rupture occurred. As reported by our affiliate in (B)(6), prior to the tavr procedure, due to the risk of hemodynamic collapse, extracorporeal membrane oxygenation (ECMO) of 1.5 l/min was introduced before general anesthesia. Balloon aortic valvuloplasty (bav) was then performed with an edwards 16 mm bav balloon. During bav, bulky calcification on the non-coronary cusp (ncc) and the left coronary cusp (lcc) was lifted up. Aortography (aog) during bav revealed a contrast leak towards the left ventricle (lv). Flow of the left coronary artery (lca) was observed but bulky calcification on the lcc moved close to the ostium of the lca. A coronary guidewire was inserted into the lca as protection. A 20mm sapien 3 valve was then deployed with nominal volume in the aortic position. Following the valve deployment, aog revealed a dissection in the ascending aorta on the ncc side and stenosis of the lca ostium. Transesophageal echocardiography (tee) also revealed a dissection in the ascending aorta. The blood pressure was decreasing; systolic pressure of 50 mmhg. A pericardial effusion rapidly appeared. An annular rupture of the ncc extended to backside of the lmt with a hematoma. Pericardial drainage was performed, and a total of over 2000 ml was removed. A stent was deployment in the lca ostium. The decision was made that further intervention would be difficult. The access site was closed, and the patient was transferred from the operating room with ECMO. No additional intervention was performed after the procedure. The patient passed away on the day of the procedure. The image of the valve deployment was reviewed; the dissection in the ascending aorta of the ncc side was existing before the valve deployment. At the aog during the bav, the aortic dissection or the annular rupture was not found. It was concluded that the aortic dissection occurred during bav, which resulted in the annular rupture during the valve deployment. The annular area measured approximately 360 mm2. The diameter of the sinus of valsalva (sov) measured approximately 24 mm and was very narrow. Severe calcification on the 3 native aortic leaflets and calcification on the lcc extending to lvot was reported.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients. The following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (severe, bulky native leaflet calcification, calcification into the lvot) likely contributed to the coronary artery stenosis and subsequent placement of a protection wire and stent. The bav also likely contributed to the reported aortic dissection. Procedural factors (valve deployment), in addition to patient factors (female gender, advanced age - 95 years, narrow sov, bulky leaflet calcification) likely contributed to the progression of the aortic dissection to an annular rupture and subsequent patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Remains implanted.